Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is a sharp opening assessed as unidentified(tear) opening. Reason for reoperation is deflation.

Event description:
Healthcare professional reported right side "loss of volume". Expander was replaced with another expander. Device was explanted.

Event description:
Healthcare professional reported right side "loss of volume". Expander was replaced with another expander. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "loss of volume". Expander was replaced with another expander. Device was explanted.